Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the sys started to smoke, then shut down during a procedure and was unable to be rebooted. The surgery was completed with an alternate sys. There was no pt harm reported.